Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using three gore tag thoracic endoprostheses (tg3415/06586126-proximal, tg3420/06608436-middle, and tg3715/06197485-distal). The preoperative aneurysm diameter measured 90 mm. On (B)(6) 2009, a migration of the tg3715 distally and the partial coverage of the superior mesenteric artery were identified. The distal neck diameter measured 30-38 mm. On the same day, a bare stent was implanted in the sma to restore the blood flow. On (B)(6) 2009, no adverse event was identified during follow up. The aneurysm diameter measured 92 mm. On (B)(6) 2009, no adverse event was identified during follow up. The aneurysm diameter measured 86 mm. On (B)(6) 2010, no adverse event was identified during follow up. The aneurysm diameter measured 88 mm. On (B)(6) 2011, the patient expired. The cause of death was not reported.